Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronics. Moisture damage was also noted to the motor. No vibration anomaly was noted. The occlusion test could not be performed due to the blank display. The insulin pump was received with a cracked case at the display window corner, broken battery tube threads, minor scratches on the display window and a cracked end cap.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid and that the customer experienced low blood glucose. The customer did not know the blood glucose reading. He stated that he had gone swimming with the insulin pump placed in a waterproof case. He observed water in the display screen. He also noted that the insulin pump was in a constant state of vibration without any alarm or alert. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.